Event description:
During a lap gastric bypass w/ roux-en-y procedure, when the surgeon opened the instrument after firing, the cartridge had pushed forward in the jaws and fell out inside the pt. Surgeon retrieved the cartridge, took the device off the sterile field, opened a new one and completed transecting the gastric pouch and remnant along the staple line in question with vicryl and lapra ty's. The gastrojejunostomy was completed as usual, tested and determined to be air tight. There was no pt consequence.